Event description:
Our rep is reporting to us that the pt had an arthroscopic acl repair on (B)(6) 2010 with the use of rigidfix for femoral fixation. Approx 3 weeks post-operatively, the pt presented with one of the rigidfix pins protruding laterally through the skin by approx 1 inch. The surgeon removed the pin; the 2nd pin appears in place and the reconstruction appears well. Complaint device discarded. This is all of the info that has been made available at this time.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.